Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer (se) evaluated the device at the customer site. Testing completed with the device at 96% charge. The device ran on battery for five minutes without issue. The original batteries and charging current were within range. But, the batteries were replaced with new batteries that were calibrated because calibration drift may have contributed to the device issue. After the batteries were replaced, the charging light indicators were green on both batteries and the device ran from 95% to 80%, then recharged back to 95%. Device passed all testing after batteries were replaced.

Event description:
Device user (du) reported the battery dropped from 56% to 0% instantly and then powered down. Message code 80 (low battery) was displayed when the battery was at 0%. It was determined that the power cable was connected and the switch was on. However, it would appear that the green rocker was off, causing a power down.